Event description:
The company was notified that the patient showed signs of skin flap necrosis. The patient was advised by the surgeon to not use her device for 1-2 weeks. Advanced bionics is in the process of gathering more information.